Manufacturer narrative:
(B(4). No RMA has been initiated for this issue. Model m51-cg, serial number/date code (B)(4) is approximately 2 years 6 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the right motor of the m51-cg power chair allegedly seized up and smoked. The power chair is in the possession of the dealer and he did confirm that the right side motor does smell smoky. (B)(4) has been issued for the replacement. No injury alleged.

Event description:
"Dealer alleges the user said the rt motor seized and smoked. Dealer has chair and the rt motor does smell smokey. Chair drives ok on the bench. This issue is not resolved." (B)(4).